Event description:
It was reported a 6f sts plus angio-seal device was used to seal the right femoral arteriotomy site after a coronary angiogram. The angiogram was performed for diagnosing unstable angina and it revealed three vessel disease and good left ventricular function. Following the procedure the pt was placed on the surgical coronary bypass list. A pre-deployment angiogram was done prior to the use of the angio-seal. No complications were experienced and no visible bleeding was present post deployment. The pt's hemoglobin was 16.0. Four days later the pt's hemoglobin dropped to 9.7 and retroperitoneal bleeding was suspected. A CT scan of the abdomen and pelvis revealed retroperitoneal bleeding. The pt received blood transfusions and atriopine. The pt underwent surgery the next day to repair the external iliac and common femoral arteries. The pt went to ICU with a hemoglobin of 13.0 and was hemodynamically stable. Some time later the pt became hypotensive and died. An autopsy was peformed and revealed acute circulation failure with lung edema.